Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate and verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the on/off power button on their device would intermittently not respond, when attempted. As a result, defibrillation therapy would not be available, if needed. There was no report of a patient use associated with the reported event.

Manufacturer narrative:
Sectionh11, additional mfg narrative of the initial medwatch report indicates stryker performed an initial evaluation of the customer's device and was able to duplicate and verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Sectionh11, additional mfg narrative of the initial medwatch report should indicate a stryker service representative performed an initial evaluation of the customer's device and was able to duplicate and verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to power pcb assembly.

Event description:
A customer contacted stryker to report that the on/off power button on their device would intermittently not respond, when attempted. As a result, defibrillation therapy would not be available, if needed. There was no report of a patient use associated with the reported event.